Manufacturer narrative:
Updated field: b4; d9; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusions; h11. Corrected fields: b6; b7; d10; h6 medical device ¿ problem code. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse performed troubleshooting check and disassembled and cleaned the contacts of monitor. Functional checks and diagnostic tests. Regular function tests. Repair completed. The device passed all performance and safety tests according to manufacturer specifications. The device was returned to the customer and authorized for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 initial reporter : (B)(6), event site name : (B)(6) hospital, event site address: (B)(6).

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) had broken screen. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h11. Corrected fields: h6 - medical device ¿ problem code.